Event description:
Report one of two regarding complete tubing separations. A patient was receiving a three hour taxol infusion through a central line. At some point after the start of the infusion, it was noted that the carrying case was wet and leaking. Upon further investigation, it was noted that the tubing had completely separated at the distal end of the filter "as if there was insufficient glue". The tubing set was changed and the infusion resumed with no further problems. There was no reported bleed back or delay in therapy. There were no reported adverse patient effects or skin contamination from chemotherapy. Additional information was requested, but no further information was provided.